Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt blocked. Per affiliate: was there a delay in surgery greater than 30 minutes? Resurgery done. Were the any adverse consequences to the patient? Resurgery required. What actions were taken to resolve this issue? Resurgery done.

Manufacturer narrative:
(B)(4). Device evaluation: upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 50mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated for about 24 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), passed the test. The valve was flushed, passed no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions were noted, the valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3184 with lot ctfb19, conformed to the specifications when released to stock on the 19th may 2015. Review of the history device records confirmed the catheters product code 82-3072 with lot ctmbpn, conformed to the specifications when released to stock on the 16th october 2015. The root cause reported by the customer could not be duplicated, the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.